Event description:
September 21, 2006, machine keeps alarming and touch screen on top is having problems. Operators and staff stated that during treatment, while changing pt fluid removal rate the replacement rate value changed.